Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to flattened all of the buttons dome switch. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 558 mg/dl. The customer treated with a shot of insulin. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.